Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter migration was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at 250.0 mcg/ml concentration and a dose of 111.65 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient complained of increased back pain, on (B)(6) 2017 after having good relief at the previous visit. X-rays were performed on(B)(6) 2017 and showed the catheter had migrated from posterior to anterior. It was indicated the event was related to the device or therapy. The catheter was repositioned from anterior to posterior on (B)(6) 2017. The issue was noted as ongoing. The patient's baseline weight was noted as (B)(6).